Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, confusion/disorientation, malaise, headache, elevated ketones/diabetic ketoacidosis treated with hospitalization: overnight stay, and IV insulin drip (intravenous insulin infusion). Troubleshooting was performed but the issue was not resolved. The customer reported a blood glucose value of 600 mg/dl and a current blood glucose value was 239 mg/dl. The event involved product(s) mmt-1884. The customer has not been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer did not report any pump/product issues. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested and the customer response was the device will be returned.